Event description:
Related manufacturer reference numbers: 2017865-2022-19665 it was reported that the patient presented in clinic for a follow up. Interrogation showed their pacemaker and right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The pacemaker and the rv lead were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed their right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout.